Event description:
On 05/18/1999, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: diagnosed on or about 05/1998 as suffering from type I latex allergy. As a result of her exposure to latex gloves, plaintiff suffered from hand sores, dermatitis, hives, wheezing, loss of voice, swollen eyes, itchy nose and runny eyes and nose.